Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: the device was not returned for analysis; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B) (4).

Event description:
Same case as 2134265-2010-02811. It was reported that during a rotational atherectomy procedure, a guidewire fracture and perforation occurred. The lesion was located in a severely tortuous and severely calcified vessel. Several ablation passes were performed with a 1.25mm rotalink plus unit. Upon completion, it was discovered that the .014 rotawire guide wire had fractured in the stainless steel segment proximal to the spring tip, and a perforation had occurred. The physician proceeded with trapping the rotawire and vessel perforation by stenting over it with an unspecified stent. The patient remained stable through the event. The patient status upon discharge was good.